Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, d.4, h.6 and h.10. Investigation: the machine was checked out by terumo bct customer service at the customer site. The customer reported that the product failed qc check for leuko reduced product. No action taken. The dlog from the procedure showed no alarms during the platelet collection. The service technician verified the plasma and platelet pump rotor occlusions as per manufacture specification and verified all valve stems were torqued as per manufacture specification. Performed an autotest successfully. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6, and h.10. Investigation: the machine was checked out by terumo bct customer service at the customer site. The customer reported that the product failed qc check for leuko reduced product. No action taken. The dlog from the procedure showed no alarms during the platelet collection. The service technician verified the plasma and platelet pump rotor occlusions as per manufacture specification and verified all valve stems were torqued as per manufacture specification. Performed an autotest successfully. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: although the system has several methods for detection of wbc contaminations, some events may elude the detection capability of the trima accel system. The following events can occur during the procedure and may contribute to elevated wbc content in the platelet product that the system cannot always detect. A majority of the time, these events will not contribute to elevated wbc content: * multiple alerts or flow adjustments that stop/slow the pumps, disrupting the steady-state collection process * large discrepancy in entered versus actual donor information * plasma line occlusion or air block that was not large enough to be detected by the system * if the configured platelet concentration during collection is above approximately 3500e3/ul, it is possible that an inaccurate platelet yield scaling factor (ysf) configuration can cause the platelet concentration to exceed the lrs chamber holding capacity due to collecting a higher than expected platelet yield additionally, it is possible that the cause is related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to: a higher donor bmi, a donor pre-wbc count that is above the trima accel system expectation, larger than average donor platelet size, and/or smaller than average donor wbc or rbc size.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the machine was checked out by terumo bct customer service at the customer site. The customer reported that the product failed qc check for leuko reduced product. No action taken. The dlog from the procedure showed no alarms during the platelet collection. The service technician verified the plasma and platelet pump rotor occlusions as per manufacture specification and verified all valve stems were torqued as per manufacture specification. Performed an autotest successfully. Investigation is in process and a follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Wbc count is not available at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.